Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was not taken out of storage mode at implant. This error was discovered when the device was not delivering pacing, but the patient is not dependent and there was no observed asystole. Once the device was taken out of storage mode the auto lead detect would not function. Boston scientific technical services (ts) was consulted and confirmed that the auto lead detect requires in range impedances and the right ventricular (rv) lead pacing impedance was high and out of range greater than 2000 ohms. The high impedances were noted via a pacing system analyzer (psa) during the device implant procedure. The rv lead is a competitor product. This pacemaker remains in service. No adverse patient effects were reported.